Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received alarms multiple times on the insulin pump. Customer's most recent blood glucose was 117 mg/dl. Troubleshooting was performed. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the self test, reset error test and the displacement test. No unexpected error alarms were noted. The insulin pump was received with a cracked case at the display window corners and minor scratches on the display window corners.